Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4) for the reported event of fluid not being able to pass through the needle. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an esophagogastroduodenoscopy procedure. According to the complainant, the nurse could not pass saline and epinephrine through the needle. The problem occurred, while inside of the patient. The removed the device from the patient and from service. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.